Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo clearlink system solution set leaked from the luer valve (clearlink). This event was further described as, ¿droplets were coming from the outer ring of the highest luer valve¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-04619. All information can be found under that manufacturer report number 1416980-2023-04619. Should additional relevant information become available, a supplemental report will be submitted.